Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the steerable guide catheter. The reported patient effect of atrial perforation (atrial septal defect-asd), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment is a result of case-specific circumstances, as the physician closed the asd with an amplatzer occluder. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, the reported atrial septal defect appears to be related to procedural conditions. There does not appear to be a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is conservatively reported for treatment of atrial septal defect, although there was minimal shunt and no hemodynamic change. It was reported that during a mitraclip procedure, two clips were implanted reducing the degenerative mitral regurgitation grade from 4 to 1-2. After the removal of the steerable guide catheter, an atrial septal defect (asd) was observed and was described as a minimal left to right shunt with no change in the patient's hemodynamics. The physician did not want to leave the shunt and decided to close it with an amplatzer occluder. The patient tolerated the procedure well. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.